Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that implantable cardiac monitor (icm) exhibited frequent false atrial fibrillation (af) episodes which was inappropriately recorded due to some variability in r waves and some form of second-degree heart block. Programming changes on the af sensitivity and duration of post-trigger were performed. The patient condition was not known.